Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. The device was not evaluated for the reported condition of keypad buttons #0, & #1 not working as the keypad was disposed of and replaced during refurbishment process prior to evaluation. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad buttons # 0, & # 1, not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.